Event description:
Complainant had the ceramic ball portion of a stryker hip replacement unit "explode" after installment, resulting in the need for surgical replacement of the damaged unit. The damaged unit is available for inspection at the hospital.